Manufacturer narrative:
No reported patient or surgical involvement. Exact date of breakage is unknown; however, the issue was discovered on (B)(6) 2016. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a 2.0mm drill bit tip was discovered to be broken upon inspection of a loaner elbow set on (B)(6) 2016. The location of the distal tip is unknown. As the issue was discovered outside of the operating room, there is no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).